Event description:
Device malfunction: stent jumped during deployment. Time of malfunction: during procedure. Symptoms/ae: none. It was reported that during a left internal/common carotid artery stenting procedure, during xact stent deployment, the xact stent jumped distally into the internal carotid artery requiring the physician to place another stent proximally in the common carotid artery to fully cover the lesion. There were no adverse sequelae reported. Although requested, there is no additional info available.

Manufacturer narrative:
Study stent. The stent remains in the pt. The lot number was provided. The xact instructions for use (IFU) notes on techniques to ensure intended placement. No root cause could be determined for the inaccurate delivery; however, the available evidence does not suggest that the device malfunctioned. There does not appear to be a device quality issue. A review of the finished device lot history record did not reveal any non-conformances which could have contributed to this complaint.